Manufacturer narrative:
(B)(4). The device had not been sent in for service in over a year. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4) it was reported that the patient was having surgery on (B)(6) 2013. A device history record review was performed with no issues related to the reported event noted. Baxter has conducted a trend review . Baxter will continue to monitor reports to determine if further actions are required. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was going to have an unspecified surgery the next day. The nurse called requesting assistance with the therapy settings for the homechoice (hc) unit since the patient was having surgery the following day. The technical service representative provided assistance with regards to the therapy setting adjustments on the hc. At the time of the report, the patient was not connected to the hc. Additional information regarding the surgery was requested but is not available.